Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following the permanent implant the patient was kept in the hospital for five days post implant due to a suspected infection. Tests taken were negative for infections, and an infection was not confirmed. The patients symptoms are unknown. Per the physician the event is not believed to be device related. The patient was placed on antibiotics, was discharged and is doing well post operatively.